Manufacturer narrative:
If implanted; give date: n/a (not applicable). The healon pro is not an implantable device. If explanted; give date: n/a (not applicable). The healon pro is not an implantable device. Telephone number: (B)(6). The product is not returning for evaluation as it is discarded and the lot number for this product is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown since lot number not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there were 6 cases of toxic anterior segment syndrome (tass). It was learned that for this event, the visual symptoms of blurry debilitating, found to have punctate keratitis and mild edema diffusely. Further follow-up confirmed that patient had tass. Treatment provided was intensive topical steroids. The following meds were also given but was noted as the doctor's standard care, prolensa everyday, inveltys 2x/day, moxifloxican 2x/day, artificial tears, every 1 hour. It was stated that current patient status is that patient doing well, resolved keratitis and edema, best corrected visual acuity (bcva) 20/20. Intraocular lens (iol) remains implanted. No additional medical or surgical intervention required. The other products are not being returned for evaluation. Additional information received noted that the customer investigated the cases. However, root cause for the tass has not been determined. No other information was provided. This report is 5 of 6 cases for tass capturing the event for the healon pro. Separate reports are being submitted for each of the other products involved.